Manufacturer narrative:
A steris service technician arrived onsite to inspect the unit and found the sight glass upper seal was damaged allowing water to leak from the sterilizer. The technician replaced the sight glass and seal, tested the unit, confirmed the unit to be operating according to specification, and the unit was returned to service. No additional issues have been reported.

Event description:
The user facility reported water was leaking from their amsco 600 sterilizer onto the floor. No report of injury.